Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The ra lead safety switched from bipolar to unipolar. The decision was made to program this ra lead to unipolar because the impedance measurements were normal and within range. This patient will be followed-up normally. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this ra lead may be fractured. Out of range (oor) measurements still observed, and atrial undersensing and no atrial capture observed on the electrogram (ECG). Device reprogrammed.